Manufacturer narrative:
Based upon datascope's review of system documentation of the event, the patient was having numerous arrhythmia calls throughout the course of the documentation. These arrhythmia calls include high and low heart rate alarm calls, run, couplet, v tach, v fib, bigeminy, trigeminy, leads off, and various technical calls. There were five specific time frames questioned by the customer (ie., periods where the customer anticipated that an arrhythmia call would have been made, but it was not). Datascope's review of the documentation could not confirm the customer's perception that an arrhythmia call was missed for any of these time periods. It should be noted that for two of the time frames questioned, there is insufficient information available to confirm whether or not the patient was experiencing a v tach event. In both of these cases, the system produced a high heart rate alarm, alerting the clinician to the patient's condition. For the remaining three time frames, the documentation provided is sufficient to confirm that the system responded appropriately. Datascope representatives visited the site following the event to discuss our findings. This discussion included: a review of algorithm behaviors, stair stepping of alarm calls ( in a matter of seconds, the system may stair step alarm calls while continuing to collect further information in order to make appropriate alarm calls), indications of use for all monitoring systems in that they are not meant to replace knowledgeable clinicians, system defaults and the implications of changing alarm settings, automatic and manually initiated arrhythmia relearn, and how to retrieve reports for assistance in future investigations.

Event description:
The customer reported that while a patient was being monitored with a panorama central station and a spectrum monitor at the bedside, the system failed to alarm for a vtach event. The patient expired several days after the event.